Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported premature deployment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the absolute pro stent was observed to be deployed by 2-3mm and the exposed portion was expanded.

Event description:
It was reported that before an interventional procedure, when the absolute pro stent was removed from the packaging as per the instructions for use and upon inspection, the stent was noted to be partially deployed. The device was not used; there was no patient involvement. There was no significant clinical delay in the procedure due to the device issue. No additional information was provided.